Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ deflation: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: ¿ yellow particles on device inner surface are observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported unknown side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. The device still remains implanted.